Event description:
Customer reported that: main frame c-arm locks up. Main frame displays all squares in lcd alpha numeric and all key pad leds are on. Unable to produce x-rays in this state. Rebooting sys corrects problem. Collimation preview does not accurately represent actual collimation.

Manufacturer narrative:
Svc rep found 5 volt power supply on ffb board at 4.91 vdc. Adjusted to 5.20 vdc per region specialist recommendation. This should correct ffb lock up / reboot issue. Erased ffb and gib sys flash to eliminate any corrupt flash and verified good flash load from work station. Reloaded sys settings from utility suite. Adjusted collimation and preview alignments by calibrating stops in utility suite and calibrating normal mode for blade collimator and iris. Collimator preview now more closely represents actual collimation. Maintained esd safe work place per ge guidelines. Esd test equipment self test passed. Sys functioning as intended.